Event description:
Attempted asd (atrial septal defect) closure with 32mm cardioform device. Device looked good by tee (transesophageal echocardiography) and fluoroscopy prior to locking; however, upon locking, it moved forcibly forward and migrated into the la (left artery). After prolonged attempts, it was possible to remove the device via a 14 french sheath in the rij (right internal jugular) with a snare. Asd was unable to be closed due to prolonged procedure, some blood loss, and intermittent hypotension requiring epinephrine drip most likely related to decreased flow from the ivc (inferior vena cava) from the device occluding the vessel prior to removal.